Event description:
Reporter indicated that a patient returned to the office several hours after having a vns systems diagnostics test performed due to coughing, pain in the neck, and choking. The patient's vns was interrogated and the settings were 1ma/20hz/500 pulsewidth/30 sec on/60 min off, indicating a faulted systems diagnostics test had occurred previously. The settings were changed to 0.75ma/20hz/250 pulsewidth/30 sec on/1.8 minutes off. The coughing, pain, and choking resolved after the vns settings were changed. The reporter was advised to always perform a final interrogation of the vns prior to the patient leaving the office to verify settings.